Manufacturer narrative:
The pump was received with a severely scratched display window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the pump was not showing that she is bolusing. Customer showed the pump to her doctor and he did not find the history of any boluses that she has taken. Customer was not getting any alarms and her blood glucose was fine. Customer stated that she knows that she isn't getting any insulin. Customer was advised to program a 0.2 unit normal or easy bolus into the air. Customer reported that the bolus did not appear in the history. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer refused to return the pump.